Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex(device #1). On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol ventralight st. On (B)(6) 2016:the patient had unspecified injuries related to a defect in the ventralex(device #1), and underwent revision surgery. The patient is only making a claim for an adverse patient outcome against the ventralex. The attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿.